Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 8fr angio-seal vip device was returned for product evaluation. The hemostasis sheath was returned mated with the locator and the carrier tube was returned as well. Visual inspection revealed that the sheath was found to be properly mated with the locator. The anchor of the carrier tube assembly was found exposed. The bypass tube appeared displaced on the carrier tube assembly. The deployment sleeve was in the forward lock position. No other visual anomalies were noted. Functional testing was performed. The bypass tube was then moved over the exposed anchor. No functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date - device not implanted. Explanted date - device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal vip device did not deploy. Additional information was received on 19dec2019. Once the procedure was completed, the 8fr angio-seal was opened to close the arteriotomy. The procedural sheath was removed, and the angio-seal sheath was fed onto the procedural wire. The angio-seal foil pack was opened and was observed by the scrub tech when she noticed that the anchor was already exposed/deployed out of the distal end of the angio-seal device which would not allow it to be entered into the angio-seal sheath. Another 8fr angio-seal was opened and deployed successfully. The procedure performed was a brain aneurysm procedure. The procedure outcome was a successful intervention of the aneurysm and the patient successfully recovered & discharged. Hemostasis was achieved with a second angio-seal device. A pre-deployment angiogram was performed. Due to the anchor being prematurely deployed in the foil pack, the angio-seal device could not be entered into the angio-seal sheath. There was no blood loss. The following is a list of products used during the procedure prior to the use of the angio-seal device: protection station plus hybrid, switch flo, cath jb1 100cm, microfilter, tubing extension 36, glidewire nitrex 0.018 x 80 x 5, guidewire roadrunner 035 rlpc, wire j 3mm . 035 x 145cm, tray neuro radiology, micropuncture 5fr sc-nt-u-sst, sheath pinnacle 5fr, tubing art pressure 6, wire rosen-j .035 x 260cm, syringe plunger 3cc red, syringe nitro 10cc yellow, syringe plunger 6cc green, syringe medrad avanta mach 7, set ext high flow rate 60in, sheath neuron max 6fr 80cm, catheter distal access axs cat5, guidewire synchro2 200cm, catheter phenom 27 micro 150cm, sheath pinnacle 6fr, hemostasis pad v plus.